Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2000, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto immune disorder"), feeling abnormal ("brain fog") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered arthralgia, autoimmune disorder, feeling abnormal, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: she was first offered a hysterectomy when she was 34 and she refused. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media new events added weight increased, autoimmune disorder, genital bleeding, feeling abnormal, arthralgia and pain reporter added. Event medical device removal deleted. On (B)(6) 2020: coding request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she was first offered a hysterectomy when she was (B)(6) and she refused. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event adverse event replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.